Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use, the battery that was replaced back to (B)(6) 2017 is already exhausted. It appears the power supply is charging too high in voltage. As a precaution, the power supply and the battery have been replaced. The pump was not switched out since the patient was done with therapy.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "over charge the battery" is not able to be confirmed. The root cause of power supply failure is undetermined. If the part is returned at a later date, a full investigation will be completed. Device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. This complaint will be monitored for any developing trends.

Event description:
It was reported that during use, the battery that was replaced back to (B)(6) 2017 is already exhausted. It appears the power supply is charging too high in voltage. As a precaution, the power supply and the battery have been replaced. The pump was not switched out since the patient was done with therapy.